Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the non-calcified right coronary artery (rca). The physician advanced the 3.00x24mm taxus express2 drug eluting stent to the rca, but during manipulation of the device in the rca the stent came off the balloon and embolized to the superficial femoral artery (sfa). Intravascular ultrasound (ivus) was used and the physician determined that the stent posed a non-significant risk to the patient so the stent was left unretrieved in the body. The procedure was stopped at this time. The patient condition is fine. No further information was available.